Event description:
It was reported via repair work order that the bed would not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not lower due to cpu board and potentiometer malfunctions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the bed would not lower due to cpu board and potentiometer malfunctions.